Event description:
The cordless driver 3 was sent for service and it began to oscillate when in reverse mode during performance testing conducted at the MFR. There was no pt involvement and no adverse event associated with the device.

Manufacturer narrative:
Event was discovered during performance testing at service, no comment to duplicate.